Manufacturer narrative:
The immucor laboratory tested returned blood sample from the customer site on (B)(6) which yiedled an unexpected negative outcome, consistent with the customer site unexpected findings.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on an instrument.